Event description:
Report received of the pump over-delivering during routine preventative maintenance testing. There were no reports of any adverse patient events while the device was in clinical use.